Manufacturer narrative:
Due to character limit: e1: (event site name)- (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump iabp had a helium leak. There was no harm reported.

Event description:
It was reported prior to use that the cardiosave intra aortic balloon pump iabp had a helium leak. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and replaced the helium o-ring. The unit passed all functional and safety tests per factory specifications.